Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's screen was scratched. He could not see the display when using the insulin pump. The customer fell down with the insulin pump on. The insulin pump had a deep scratch. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.